Manufacturer narrative:
A specific root cause could not be identified. The customer performed intensive liquid flow cleaning and no further issue with anti-tpo results were noted. The most likely root cause was an analyzer maintenance issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable antibodies to thyroid peroxidase (anti-tpo) results for qc material and patient samples. Of the data provided for five patient samples, only the results for one patient sample were discrepant. The initial result was 41.79 iu/ml. The repeat result was 66.37 iu/ml. The initial result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 18294701. The expiration date was requested, but was not provided. Based on the provided calibration and qc data, a general reagent issue was excluded.